Manufacturer narrative:
The device history records and inspection records were reviewed and no similar concerns were found. A review of the returned product from the customer was performed. The cleaner power turned on/off without any issue. Visual inspection of the sample noted that the over-molded tip was broken from the sinusoidal wire segment of the cleaner, and the complaint was confirmed. This product is purchased fully packaged from a supplier. The supplier's investigation is still on-going. A follow-up report will be submitted once the evaluation is complete.

Event description:
Physician reports that during procedure, when device in the area of the fistula, the film on the tip broke off and broke the vein. The doctor managed to remove the piece of plastic. And the small damage to the vein was solved easily, without a special procedure.

Manufacturer narrative:
The device history records and inspection records were reviewed and no similar concerns were found. A review of the returned product from the customer was performed. The cleaner power turned on/off without any issue. Visual inspection of the sample noted that the over-molded tip was missing; however, the machined metal tip remained intact. The metal tip appeared typical. There was a yellowish, hardened, fibrous material coating the metal tip in the location where the over-molded tip would be expected. This product is purchased fully packaged from a supplier, so the supplier provided input to the investigation. The supplier reviewed all the manufacturing documentation and inspections conducted, and the lot of product associated with this issue passed all the required inspections. The root cause of the issue is unknown since the review of the process, tooling, and lot documentation indicates that the product was made per the current approved processes and procedures.